Event description:
While completing a bi-level positive airway pressure (bipap) check on the patient, respiratory therapist noticed that alarm parameters could not be changed due to numbers fluctuating. Upon further investigating, no settings could be changed as this was happening on all parameters both for alarms and settings. Bipap was pulled and biomed was notified.